Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 50 mg/dl. Customer's current blood glucose was 105 mg/dl. Customer declined further troubleshooting. Customer enquired about changing his basal rates. The insulin pump will not be returned for analysis.